Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that the blood is not separating after centrifugation. Sample recollection occurred.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 22-jan-2024. H.6. Investigation summary: bd received 226 returned samples from the customer for investigation. All customer samples were visually inspected with no issues identified. In addition, 5 customer samples were submitted for functional testing. All results were within the specification limits of 7.50 ¿ 9.17 mg. Lastly, 100 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed for poor serum/plasma. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that the blood is not separating after centrifugation. Sample recollection occurred.